Event description:
The pt described feeling incoherent due to extreme low blood glucose. There is no information on what the blood glucose reading was on the company meter. The pt ate food and/or drank a beverage and contacted ems. The reading on the ems's meter was 25 mg/dl. She mentioned that her blood glucose was "reading was up to 60 points higher". No further clinical information has been provided. She had compared her meter to an old accuchedk meter she has and the reading varied from 3 points to 60 point difference. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. Test strips fell within range with the control solution. Customer services sent the pt a new meter and control solution.